Event description:
While attempting to load updated software onto the programmer it generated an error. Recycling the power generated another error. The service disk was run but that also generated an error. The programmer was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the programmer boots to an error. It was also noted that the electrocardiogram (ECG) was loose.